Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the manufacturer representative. The patient's weight was provided. It was unknown what caused the two motor stalls.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine 20.0 mg/ml at 5.496 mg/day, fentanyl 550.0 mcg/ml at 151.13 mcg/day, clonidine 300.0 mcg/ml at 82.43 mcg/day, and bupivacaine18.0 mg/ml at 4.946 mg/day. During destructive analysis of the pump, corrosion and shaft-wear were found on the internal gears inside of the motor, indicative of a stall due to shaft-bearing. Additionally, analysis found that the pump was over-infusing with an undetermined root cause. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was provided by a healthcare provider and consumer via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for non-malignant pain and chronic low back pain. It was reported that the patient¿s pump was explanted on (B)(6) 2017, after two motor stalls occurred in the previous couple of months. It was stated that the managing physician stated that the pump needed to be replaced. It was stated that the patient was affected by the updated battery performance field action. No patient symptoms were reported. No further complications were reported/anticipated as a result of the event.